Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer with leak at the connection point, confirmed by saline injection test. Incident occurred intraoperatively. Observed clinical consequences: mild intraoperative arousal. Replacement of the three-way extension set. There was no reported patient involvement.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.